Manufacturer narrative:
D4. Concomitant product UDI for cylinder and pump is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir migrated; additionally, the patient stated the cylinders presented lack of rigidity. The ipp was explanted and replaced. No patient complications reported.